Event description:
Report received from the USA stating that the device was heating up. The device was not being used during surgery. Unk if injury or medical intervention occurred. No additional info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the reported condition of "heat" could not be confirmed. The device pass all tests and no problems were observed. If additional info becomes available a supplemental report will be submitted. (B)(4).